Event description:
This patient fell seven days after surgery and sustained a blow to the head. Using the appropriate diagostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.